Event description:
On (B)(6) 2023, a patient (pt) in china reported redness in both eyes (ou) while wearing and upon removal of acuvue® 2® brand contact lenses (cls) in (B)(6) 2022. The pt visited an eye care professional (ecp) and was diagnosed with conjunctivitis. The pt was prescribed levofloxacin eye drops, sodium hyaluronate eye drops, and flumetholon eye drops and stated 0.1ml of ¿these two eye drops¿ were used 4 times a day. The pt stated both eyes were getting better now. On (B)(6) 2023, the pt provided a copy of medical documents via email. On (B)(6) 2023, translation of a medical document was received. Date of hospital visit: (B)(6) 2023. Chief complaint: red eyes, excessive eye secretion for more than 1 month history of present disease: the pt had red eyes, excessive eye secretion, photophobia, tears, and blurred vision 1 month ago without obvious causes, pt used fluorometholone 0.02% eye drops, sodium hyaluronate eye drops 0.3% eye drops and levofloxacin eye drops with poor effect examination: body temperature 36.6; corrected vision od: 0.6 (20/30), os: 0.4 (20/50); obvious hyperemia with vascular invasion above both eyes; corneal epithelial opacity and infiltration (affected eye(s) not provided); normal anterior chamber; normal pupil; and intra-ocular pressure: od: 7.7mmhg, os: 8mmhg. Diagnosis: keratitis. Prescriptions: levofloxacin eye drops, one drop four times a day. Acyclovir eye drops (dosage and frequency not provided). Ganciclovir ophthalmic gel (dosage and frequency not provided). Notice to pt: pay attention to eye health, avoid smoking and alcohol, and spicy and stimulating diet. On 05apr2023, updated translation of medical documents was received. Date of outpatient hospital visit: (B)(6) 2023. Prescriptions: 1. Levofloxacin eye drops, one drop four times a day ; 2. Aciclovir eye drops, one drop every two hours ; 3. Ganciclovir ophthalmic gel, once every night ; 4. Traditional chinese medicine, twice a day. Date of outpatient hospital visit: (B)(6) 2023 chief complaint: red eyes, excessive eye secretion further consultation history of present disease: the patient had red eyes, excessive eye secretion, photophobia, tears, blurred vision 1 month ago without obvious causes, 0.02%fluorometholone eye drops, 0.3% sodium hyaluronate eye drops, levofloxacin eye drops, with poor effect . Examination: body temperature 36.6; corrected vision od: 0.6, os: 0.4+; obvious hyperemia with vascular invasion above both eyes; corneal epithelial opacity and infiltration (affected eye(s) not provided); normal anterior chamber; normal pupil; and intra-ocular pressure: od: 7.7mmhg, os: 8mmhg. Prescriptions: 1. Sodium hyaluronate eye drops, three times a day; 2. Fluorometholone eye drops, three times a day; 3. Ganciclovir ophthalmic gel, three times a day . Notice: pay attention to eye health, avoid smoking and alcohol, and spicy and stimulating diet. No additional medical information has been received. This event was determined to be a serious adverse event on (B)(6) 2023 when the initial translated medical document was received. The date of the pt¿s event is being recorded as (B)(6) 2022 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005fk3 was produced under normal conditions. This report is for the pt's od event. The event for the pt's os event will be submitted in a separate report. The od suspect cl was requested for return for evaluation, but it has not been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product requested, not received.